Event description:
It was reported that the patient did not obtain any benefit from his implant, but he suffered from facial nerve stimulation. At implantation the electrode was not completely inserted into the cochlea. A CT scan carried out in (B)(6) 2010 showed a foldover outside the cochleostomy. The patient was re-implanted on (B)(6), 2010 with another manufacturer's device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.